Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was exercising. The sensing vector was reprogrammed to primary. Approximately a week later the patient received another inappropriate shock. A treadmill test was performed and the best sensing vector was determined to be primary. Despite this, the patient received another inappropriate shock. The attempts to resolve this through reprogramming was unsuccessful. The device was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.